Event description:
From staff: nurse manager reports that one of the rns brought her the needle and stated it snapped when they were drawing up heparin. Rn did not get poked, and it was not used on the patient.